Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were sticking. It was also reported that keypad is worn; however, no damage to the rubber keypad itself was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that up arrow, down arrow, and contrast keypad buttons were intermittently responsive and required increased force to elicit a response. There was evidence of keypad contamination found under the up, down, and contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. A crack in the battery compartment was observed, extending from the finger pad to the primary seal. No moisture was observed within the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.